Event description:
The svc report shows the display was erratic. No pt involvement reported. The covidien customer support engineer (cse) replaced the graphic user interface (gui) printed circuit board (pcb). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).